Event description:
The patient reported that they are "not feeling right" which occurred around the same time the batteries depleted in the patient programmer (pp) on (B)(6). It was stated that they replaced the batteries in the pp and it seemed to make a difference, with them noting that they believe everything is functioning as it should now. Follow up with the healthcare professional (hcp) is to be conducted. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.